Event description:
Additional information was received from rep. It was reported that he is needing to order a box on custom point in order to ship the device back to you. So, it has not been sent yet. I will follow up with tracking once I receive an implant return back.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer, patient; product ID 97755-s, serial# (B)(6), product type: recharger; product ID 97745nt, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they can't charge their implant and it's been about a day and a half. Patient said it's not doing anything and they are in pain and have a headache. Patient also said the issue has slowly gotten worse for about the last week and controller sometimes says terminated. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient inserted the battery and confirmed green light was flashing on the controller. Patient then connected recharger and confirmed no device found. Patient pressed recharge and entered passive recharge mode. Patient was seeing 96-97-98. Patient stated they have been seeing this screen for 3 days. Patient inspected the recharging cord and said there was no visible damage. Pt stated one time they had to see a mdt rep to "reset it". Agent advised patient to continue charging and agent will call patient back in 10-15 minutes to check on the progress. Agent called pt back, pt stated they saw the position recharger and hit continue screen again, and pt added sometimes it takes over 2 hours to charge implant when it used to take 30 min. Agent sent request to repair to replace recharger. Additional information was received from a patient (pt). It was reported that the patient called back and was frustrated because they'd been in pain for 3 days and still couldn't turn their stimulation on. Patient explained they were able to get to the regular batteries screen and saw the implantable neurostimulator (ins) was at 80% and controller was 90%, with recharging excellent; however, they would then have the controller cut back to no device found and passive recharge mode screens. When patient tried to use the top button on the controller to turn stimulation on, the screen was only there for a moment, then went back to no device found. Agent had patient reset controller with ac power cord again like they did yesterday; confirmed screen powered on, but showed memory problem. After reinserting the battery pack and setting the date and time, patient again got no device found. Agent understood the controller was not maintaining a wireless connection to ins, and was possibly losing connection to recharger while charging ins. Patient was frustrated that both controller and recharger hadn't been sent out previously. A replacement controller was sent out. Pt verified they re ceived the controller - pss assisted with pairing to the ins. Pt is seeing no device found. Pt is trying passive recharge mode. Pt is seeing 97 and 96 for low to high. Pt verified the green light is flashing. Pss is going to call pt back in 1 hour to verify the charge status. Patient called back and stated they have been in passive recharge mode for 2 hours now. Patient mentioned that the screen on the controller would switch between the checking for recharger screen, looking for device screen and the passive recharge screen. During the call patient stated seeing a software problem 1 intellis 2 3.6 3 58 4 "gf_new" screen. Agent walked patient through removing the battery from the controller and connecting the controller to the ac power supply. Patient confirmed controller turned on. Patient then re-inserted battery and confirmed controller light was blinking green. Patient then unlocked the controller and saw the set up screen. Patient connected the recharger and the controller went to passive recharge mode 99 99 99. Agent asked patient to move antenna around the implant and the patient stated controller showing the looking for device screen and then the no device found screen. Agent had patient press on recharge and patient stated the controller would still show the no device found screen. Patient confirmed they were using the replacement recharger instead of the old recharger. Agent had the patient try the old recharger but the controller would still not progress from the no device found screen. Agent had the patient reset the controller again and try the replacement recharger again and the controller went to the passive recharge screen 63 97 97. Agent asked patient to move the antenna and see if the middle number changes. Patient confirmed seeing the middle number on the passive recharge screen change as they move their antenna. Patient stated that they have been in this screen for 3 hours now and they are frustrated. Patient mentioned they are in pain and the ins was working fine till recently. Patient mentioned thinking of explanting the ins because it is not helping with their pain. Patient mentioned meeting at some point with a mdt rep and they assisted them. Agent redirected patient to a managing physician to further address the issue. Patient mentioned they do not have one since they not needed one till now. Agent sent physicians listings to patient. Agent mentioned having a lead moved because it was implanted in the wrong place. Agent closed case. The c aller states she used the 97745 that she brought with her today and was able to pair the controller to the ins and tried to charge ins. She saw passive recharge screen. She ran through passive charge twice, caller noted it was about 10-15 minutes and noted seeing very briefly a screen with controller at 70%, ins at 100% and it was flashing recharging coupling of 'excellent'. The controller then immediately went back to passive charge. The caller states she was able to connect to ins with tablet and turn ins on. The caller notes she was able to connect to the pt's ins with controller to adjust etc... But the controller had to be directly over the ins--if it moved, it would disconnect. The caller states the ins has not changed in it's superficiality or orientation. Agent had caller attempt to 'disable device' in tech mode and she did this successfully--after, the ins went to normal charging. Agent had caller go into tablet and pull mdt report and advised caller that she can try to pair the replacement controller that pt received to the pt's ins for the meantime but this case will require escalation. Agent to follow up with appropriate contacts. Tss followed up with mdt rep about current status of pt's telemetry since they appeared to be able to charge normally after using disable feature on controller. Tss replied with email asking for tablet session file from 3/20. Mdt rep sent in session reports. Pt using group b only which has settings of 8.x on 4 programs, 170us, 300hz and electrodes 5,7,9,10. Imped on these electrodes are between 1600-1900 ohms. The logs revealed that electrodes 14, 15, 12 are all out of range.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt's (patient's) implantable neurostimulator (ins) was replaced on 4/15 as troubleshooting did not resolve recharging issue. Ins sent back to mdt on may 5.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the implantable neurostimulator (ins) was explanted. The ins stayed in passive recharge mode the entire time, replacing the device resolved the issue. Cause is not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.